Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. Additional information was requested, and the following was obtained: were x-rays taken to locate the needle piece(s)? No. What measures were taken to retrieve the broken piece? Muscle dissection and digital palpation. Was there any additional tissue damage as a result of searching for the needle piece? Muscle laceration which resulted in a post-operative hematoma is there any plan in place to remove the needle piece in the future? No. What tissue structure the broken needle was located? In the musculoaponeurotic wall. What is the surgeon's opinion of consequences to the patient? A priori, in the medium and long term. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the needle used? What was the size of the broken needle fragment? It was stated that ¿muscle dissection and digital palpation¿ were performed to retrieve the broken piece. Was the ¿muscle dissection and digital palpation¿ performed during the initial procedure? Was the needle piece removed from the patient? Does the piece/device remain retained in the patient's tissue? If yes, was more than half the needle retained in the patient? What was the source and triggering event of bleeding/hematoma? What was the volume of blood loss? Was medical/surgical intervention required to treat the hematoma/bleeding? If yes, please describe. Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Was there any additional tissue damage as a result of searching for the needle piece? If yes, was there any medical or surgical intervention? Corrected information: b1, b2, h1, h6 health effect clinical code, h6 health effect - impact code.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - was the needle piece(s) retrieved during the same procedure? - were x-rays taken to locate the needle piece(s)? - what measures were taken to retrieve the broken piece? - was there any additional tissue damage as a result of searching for the needle piece? - is there any plan in place to remove the needle piece in the future? - if yes, please provide the scheduled date. - what tissue structure the broken needle was located? - what is the surgeon's opinion of consequences to the patient? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that patient underwent a laparoscopy in an unknown date in 2024, and suture was used on the abdominal wall. During the procedure, when the wire was removed from the abdomen during closure of the wall after laparoscopy, the needle was broken above the swage point. The surgical team searched unsuccessfully for the needle, which appeared to be stuck in the wall. No adverse patient consequences were reported. Additional information was requested.